Event description:
It was reported that the patient experienced an infection at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system, there was dehiscence of the incision site and the patient was sweating. The patient was admitted into the hospital and underwent an explant procedure in which the entire system was explanted and was then prescribed antibiotics. Cultures were taken however the results were not provided. The devices will not be returned as they were discarded by the facility as contaminated.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7077838 and 7076868.